Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no products were returned. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
(B)(6) hospital, (B)(6) 2018. Primary implant 2007 - primary - pf joint, revised to same to components listed above. Tibia loose, revised tibia today to 53mm sleeve, 14 x 75 stem, sz 3 mbt revision tibia and 19mm insert. Revision: (B)(6) 2018 loose tibial component on xray. Patient presented with pain. Female patient (B)(6).